Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed was good. Customer?s reported issue was not duplicated during power-up process. The root cause of the reported issue was not determined because the reported issue could not be duplicated. Actions taken to mitigate the reported issue: replaced left plunger case for preventive measure. Performed power-up process and all functional tests which passed.

Event description:
It was reported that plunger calibrations errors occurred. No patient injury reported.